Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted 24 hours after implant because the lower rate limit was unstable. A new ipg was implanted and no additional problems have been reported.